Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The device alarmed motor error during rewind due to loose and or protruded drive support disk. Compromised force sensor system alarm was not verified due to motor error alarms. The device was received with cracked case at display window corners and display window. The device had minor scratched lcd window. The device was received with missing end cap sticker.

Event description:
The customer reported that he received a prime rewind alarm on his insulin pump. The customer's blood glucose level was 243 mg/dl. The customer stated that the insulin pump was neither bumped nor dropped prior to the prime rewind alarm occuring. While troubleshooting, the customer reported that the drive support cap was sticking out, but had no been pressed while the customer was connected. He was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.